Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: DHR review from previous pr#(B)(4). Release date: 7/23/2019. Released quantity was 766,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9189723 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe 3ml ll 200 s/c contained foreign matter. The following information was provided by the initial reporter: "it was reported that there is particles in the syringe. Event description states: please be advised that we have received a second complaint for particle in the syringe ¿ our lot number r19009187, your lot number 9189723. Attached is the report you provided into this lot for our previous issue. This is the second complaint we have received for this issue on this batch. There was no photo or sample sent along with this report, however, if there are any updates, I will send along. Previous complaint has the cat # transposed on the complaint closure letter - cat 306957 but the correct cat 309657.